Event description:
It was reported that a speaker malfunction inop was displayed on the intellivue mx500 patient monitor. No information was provided whether sound was still coming from the device. The device was in use monitoring a patient at the time of the reported event, and no death or patient / user injury or harm was reported.